Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted the j retention wire to be fractured with protrusion through the outer polyurethane insulation.